Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic legal received information regarding customer's hospitalization from the attorney of the family. The information received on (B)(6) 2022 stated the following - customer experienced hypoglycemia in or about 2017, the customer began using an 630g insulin pump mmt-1715k. In june of 2017, the customer was using a medtronic minimed 630g insulin pump. On or about the (B)(6) 2022, the customer was hospitalized due to hypoglycemia where blood glucose value was unknown. Customer visited ER and stayed for 1-2 days. Also, customer reported that he experienced nausea, vomiting and loss of consciousness. Customer treated with IV dextrose, IV insulin and IV fluids for the low blood glucose in hospital.

Event description:
Corrected summary: medtronic legal received information that the customer went to the emergency room (ER) on (B)(6) 2017 due to hypoglycemia. User stated they were at the boardwalk day of event. Blood glucose was not provided. The user stated they were in manual mode. Symptoms that were reported included nausea, vomiting, being obtunded and loss of consciousness however they did not state for what event these symptoms were for since multiple events were reported. User also stated emergency medical services were called and they were treated with intravenous dextrose, intravenous insulin, intravenous fluids, and were in the intensive care unit however they did not state for what event these treatments were for since multiple events were reported (most likely not for the (B)(6) 2017 event since they initially stated there was an ER visit for this event). This report was made due to the retainer ring recall. It is unknown what color the retainer ring was. The insulin pump is not expected to return.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 and h6 with this report. In addition to that, there was no diabetic ketoacidosis harm code associated with this event.